Event description:
As reported to coloplast, though not verified, the patient with this device experienced ongoing and recurrent urinary tract infections, dysuria, pain, bloating, pelvic pain, pyuria, urinary frequency and urgency, nausea, dyspareunia, recurrent incontinence, cystitis, sling erosion, bladder stone and removal of eroded segment of device. A 1cm bladder stone was found adhered to the segment of eroded sling.

Manufacturer narrative:
As no valid lot number was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.